Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The physician was performing a ptca procedure on a patient. He decided to pre-dilate the lesion with a firestar, 2.5 x 15mm balloon prior to stenting. The balloon catheter was prepped and inserted over the lesion accordingly. There was no difficulty prepping the device and there was no resistance felt while advancing the device to or across the target lesion. During inflation, they noticed that the balloon was not being inflated properly, and noticed a leakage of contrast in the process. The balloon was inflated to a maximum pressure of 10 atms. They removed the balloon catheter and realized that the balloon was leaking. Another similar balloon was used in place and the procedure was concluded successfully.